Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2018. During the procedure, the locking compression plate (lcp) dynamic helical hip system (dhhs) connecting screw broke while screwing using the spiral blade inserter. There was no harm to the patient. It was unknown if there was a surgical delay. Concomitant devices reported: spiral blade inserter (part unknown, lot unknown, quantity 1) . (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier reported as (B)(6). Lot number was reported as 105.388.2, but is invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that another dhhs connecting screw used to complete the procedure. Procedure was completed successfully, following which the patient departed.